Manufacturer narrative:
Date of event: unknown, estimated between 10/11/2021 and 09/29/2022. Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was experiencing dysphotopsia in their left eye (os) resulting in the need to explant the intraocular lens (iol). The replacement lens is non-johnson and johnson of 21.0 diopter. No vitrectomy or sutures were required. There was no reported patient injury and patient is stated to be fully recovered.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 9, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half and coated in viscoelastic residue and blood. The lens was cleaned, and scratches on the lens were observed on the outer portion of the optic. One haptic was also observed to be bent. The complaint issue "visual disturbance" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.